Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on the bus and completely in accessible. A field service engineer removed all pockets and row boards, cleaned up small shreds of aluminum specifically from the contacts of the pocket which were obstructing the drawer's functionality. The system functioned as intended after the field service engineer troubleshooted the device.